Event description:
It was reported that during a shoulder cuff repair, the twinfix ultra anchor distal part broke off when it was being screwed in. All the broken pieces were successfully retrieved from the patient by tweezers. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device used in the originally drilled bone hole. No void was left in the patient. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The anchor was returned without the insertion device or suture strings. The interior of the anchor and the suture window are clogged with biological debris. The proximal end of the anchor is fractured but no material is missing. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.